Event description:
Patient received medical treatment by paramedics twice for hypoglycemia. One event occurred sometime in 2003 and the other was the following month . Both events were associated with an increased amount of physical activity. Device passed all technical inspections.